Manufacturer narrative:
Evaluation summary: dry blood was found on the device and also inside the inflation lumen. The balloon was unfolded. The guide wire lumen was flushed and a 0,035¿¿ guide wire was successfully advanced through the device. Negative pressure was applied to the balloon: the purging procedure failed. An attempt to inflate the balloon was made but a pinhole was detected and it was not possible to maintain the pressure. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact admiral for treatment of a lesion located in the patients right superficial femoral artery, ost ial/proximal to the profunda. The lesion was calcified but not tortuous. A non-medtronic inflation device, sheath and guidewire was used. The lesion was predilated using a non-medtronic balloon. Inflation fluid used was 50/50 contrast to hep saline. It is reported that a balloon burst occurred during the first inflation at 12 atms. The device was removed from the patient without fragmentation/further issue. Another in.pact admiral balloon along with the previously used non-medtronic balloon were used to complete the procedure. No patient injury was reported.